Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h11. Additional information was received confirming that the results of the component analysis of the foreign material indicated that cellulose was detected. It is assumed that gauze, cotton balls, etc., used in the water channel and water tanks were mixed in, but no specific cause could be identified as to why the foreign material remained. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, the foreign material observed come out of the nozzle was unable to be identified. Furthermore, physical damage was not found at the foreign material residue point. Therefore, the root cause of the reported events is unable to determined. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is unknown if there was a delay in the start of the pre-cleaning and if the nozzle was flushed with water and air. It is also unknown if the endoscope was immersed in the detergent solution or it the nozzle with wiped with lint-free cloths, brushes, or sponges or if the nozzle was flushed with detergent solution. The event can be detected & prevented by following the instructions for use (IFU) which state: pcf-290 series operation manual: chapter 3 preparation and inspection. Pcf-290 series reprocessing manual: chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.